Event description:
It was reported that there was a smell of smoke. Ge healthcare service found that the cable balun had heated up when using the medium flex coil and due to the heat, the table had burned thru to the patient surface. There is a possibility that the cable was looped/crossed which would have contributed to the event. A patient was on the table at the time of the event, however, no injuries occurred.

Manufacturer narrative:
A1, 2, 3, 4, 5, 6: no patient injury; d4 unique identifier: (B)(4). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
H3: ge healthcare as (gehc) investigation has been completed. At the system level, the error log was inspected by gehc engineering for any indication that could have been a potential issue with the system. It was concluded that the system was performing as expected and within the system specifications. Visual inspection found that the balun at the p1 cable track within the scanning bed indicated signs of overheating resulting in the tabletop burn. Based on all the evidence gathered, the most likely root cause is the increased load on the balun due to cable looping at the time of the event as well as potentially episodic looping over a longer period of time. Cable looping is a use error that has long been known and understood in the industry as an inherent risk in the mr environment. Warnings in the instructions for use indicate that crossing or looping of cables can compromise patient safety. The mr operator has the final responsibility for the use and placement of the coil set-up and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.

Manufacturer narrative:
D4 device identification number: (B)(4).